Event description:
The manufacturer received information alleging flow sensor inaccurate. There was no harm or injury reported. Distributor observed the active exhalation control module failed during final test and an error code related to the active exhalation control module was also observed. Evt_aecm_failure means the active exhalation control module valves are not properly actuating during the proper stages of the breath. The three-way solenoid valve and flow sensor were replaced to address the issue.